Event description:
Pt underwent an endoscopic procedure using sigmoidoscope. Post-procedure, the pt complained of severe abdominal pain. The pt was hospitalized. The dr believes that the pt may have suffered from a glutaraldehyde burn in the lower bowel.